Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). Additionally, it was also reported the ventilator was making a flapping noise during preventative maintenance. The customer confirmed the reported problem. The customer reported the gas delivery assembly was replaced. No other anomalies were reported. The gas delivery system (gds) assembly was returned for failure investigation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the data acquisition (da) pcba and oxygen solenoid valve into the customer returned gds. The gds was then installed to the fi ventilator to duplicate the reported issue of air/o2 air accuracy failing. The fi technician identified the air/o2 flow accuracy failure was caused by out of specification u1 on the o2 flow sensor pcba caused the oxygen and airflow accuracy test to fail.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The customer reported a ventilator failing the air flow accuracy and o2 (oxygen) accuracy test. Additionally, was also reported the ventilator was making a flapping noise. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.